Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 14jul2020 in the b.5. Field. No further follow-up is planned. Evaluation summary: the mother of a male patient reported that her son's humapen luxura hd was jammed while adjusting the dose. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case reported by a consumer via a patient support program (psp), concerned an 11-years-old (at the time of initial report) male patient of unknown ethnicity. Medical history was not provided. Concomitant medication included insulin glargine for diabetes mellitus. The patient received insulin lispro (rdna origin) (humalog, 100 u/ml) through a cartridge via reusable pen (humapen luxura, hd), at 6 international units (iu), 6 iu and 7 iu; three times daily, via unspecified route for the treatment of diabetes mellitus, beginning on (B)(6)2018. On (B)(6)2020, while on insulin lispro treatment, he experienced blood glucose elevation which resulted in hospitalization on the same day. His injection cartridge was jammed while adjusting the dose due to which he finished his dose using insulin injection instead of insulin application humapen luxura, hd because of its failure (lot number: unknown and pc number: (B)(4)). His blood glucose level was 300 (units and normal reference range not provided), and after this measurement he went to hospital. The blood glucose level was 324 in hospital (units and normal reference range not provided). The patient was hospitalized on (B)(6)2020 and hospitalization was ongoing at the reporting time. The blood glucose level was measured as 166 at the reporting day (units and normal reference range not provided). Information regarding corrective treatment, outcome of the event and insulin lispro therapy status was not reported. Follow up would not be possible because the consent to contact the patient and healthcare professional (hcp) was not gained. The user of the humapen luxura hd and his/her training status was not provided. The humapen luxura hd general duration of use and suspect duration of use was 557 days (started on (B)(6)2018). The humapen luxura hd was returned to the nurse and was not returned to the manufacturer. The reporting consumer did not provide any relatedness for the event with insulin lispro treatment or humapen luxura hd. Edit 22jun2020: updated medwatch fields for expedited device reporting. No new information added. Update 24-jun-2020: information received from responsible complaint person (rcp) on 19-jun-2020 which contain pc number. Pc was processed accordingly. No new medically significant information was received or added to the case. Update 14jul2020: additional information received on 14jul2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer for (B)(4) associated with an unknown lot of a humapen luxura hd device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: pending. This solicited case reported by a consumer via a patient support program (psp), concerned a (B)(6) years-old (at the time of initial report) male patient of unknown ethnicity. Medical history was not provided. Concomitant medication included insulin glargine for diabetes mellitus. The patient received insulin lispro (rdna origin) (humalog, 100 u/ml) through a cartridge via reusable pen (humapen luxura, hd), at 6 international units (iu), 6 iu and 7 iu; three times daily, via unspecified route for the treatment of diabetes mellitus, beginning on (B)(6) 2018. On (B)(6) 2020, while on insulin lispro treatment, he experienced blood glucose elevation which resulted in hospitalization on the same day. His injection cartridge was jammed while adjusting the dose due to which he finished his dose using insulin injection instead of insulin application humapen luxura, hd because of its failure (lot number: unknown and pc number: unknown). His blood glucose level was 300 (units and normal reference range not provided), and after this measurement he went to hospital. The blood glucose level was 324 in hospital (units and normal reference range not provided). The patient was hospitalized on (B)(6) 2020 and hospitalization was ongoing at the reporting time. The blood glucose level was measured as 166 at the reporting day (units and normal reference range not provided). Information regarding corrective treatment, outcome of the event and insulin lispro therapy status was not reported. Follow up would not be possible because the consent to contact the patient and healthcare professional (hcp) was not gained. The user of the humapen luxura hd and his/her training status was not provided. The humapen luxura hd general duration of use and suspect duration of use was 557 days (started on (B)(6) 2018). The humapen luxura hd was returned to the nurse and its return status was not provided. The reporting consumer did not provide any relatedness for the event with insulin lispro treatment or humapen luxura hd. Edit 22jun2020: updated medwatch fields for expedited device reporting. No new information added.